Event description:
The device was used during a laparoscopic hernia repair. It was reported the surgeon made a 1.5cm linear incision slightly inferior to the umbilicus. Army-navy retractors were used to open the incision, and k-y jelly was applied to the sides, not tip, of the ted12. The ted12 was inserted and inflation was attempted. The device did not fully inflate, was deflated and removed. The ted was reintroduced, and attempts were made to inflate. The device was removed and it was observed that the balloon was trapped around the proximal end of the cannula tip and appeared to have a hole in the balloon. There was no consequence to the pt.